Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient noticed a couple days ago in (B)(6) 2018, a saddened shock in their bottom/ hip when cleaning bathtub. Shocking has stopped. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No fu rther complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient noticed a couple days ago in (B)(6) 2018, a sudden shock in their bottom/ hip when cleaning bathtub. Shocking has stopped. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.